Manufacturer narrative:
(B)(4). Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Batch #769a52. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the one ec45a device was returned with a tyvek along with the device and an endopath excel 12 mm trocar on the shaft of the device. The closing trigger and the anvil are in the closed position with a piece of tissue between the jaws. Also, the firing mechanism in the return stroke with the knife was not fully back; the red manual knife reverse button was activated and the knife returned to the home position, using more force than normal. One gst45w reload was loaded into the device. The reload was received fully fired with the deck damaged. In addition, a broken clip piece was found lodged behind the knife. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 769a52, and no non-conformances were identified.

Event description:
It was reported that after firing and the blade couldn't return successfully, and it was stuck. The surgeon tried the reverse button, but the blade still stuck. They tried many times and finally succeeded. There was no delay in surgery, the procedure was completed successfully, and there were no patient consequences.